Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es bio ID scanner was not working. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not connected. A field service engineer found that the customer was logged in multiple times, scanner did not fail, noticed network cable was slightly not seated properly. Connected properly to resolve the issue. The system functioned as intended after the field service engineer repaired the device.